Event description:
The user facility reported that during a patient procedure the table's leg section began flexing to the up position without being commanded to do so. At the time of the reported incident a 3rd party thrombosis pump device was under the table, which contacted the table shroud and became jammed. Hospital personnel unplugged the table, however the motor battery option came on, causing the leg section to continue moving. Hospital personnel activated the circuit breaker switch to stop the motor. This event occurred at the end of the procedure and the patient was transferred to a stretcher. No injury was reported to either the patient or the hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and found the tables support braces were bent and the override switch assembly was damaged. The technician replaced the tables override switch assembly and support braces. He then tested the table and verified it was operating properly. The cause of this event appears to be misuse of the device - i.e., setting/storing objects on the base of the table resulting in damage to the table's electronics, which in extreme cases can cause inadvertent movement of the table. Such misuse is specifically contradicted in the labeling of amsco 3085sp surgical tables and in steris training regarding the device. This type of misuse is the object of a voluntary field correction initiated by steris corporation on (B)(4) 2010 (report # 1043572-2/17/10-003c) of 3085 sp surgical tables. As part of the field correction, steris developed and is installing a rigid guard on all tables that protects the electronic switch assembly from contact with table components that can become damaged and impinge the switch assembly as a result of items being improperly set or stored on the base of the table. The surgical table is not under steris service contract and is currently maintained and serviced by the facility biomedical department. The steris service technician installed the rigid guard and no further issues have been reported with the surgical table since the reported event. Steris offered the user facility in-service training on the proper use and operation of the table however the user facility declined, stating that it was not necessary.